Event description:
Information was received from a patient who was receiving clonidine, bupivacaine, and morphine at unknown concentrations and dosages via an implantable pump for spinal pain. On (B)(6) 2017, it was reported that the patient's pump ran out. According to the patient, 1.5 years prior to the report, the patient was on a high dose and out of state. When their pump ran out, they had problems to find a healthcare provider to fill the pump. No symptoms were reported. No further complications were reported.